Event description:
A hospital in (B) (6) reported that a third-party circuit, in use with an hc500 respiratory humidifier, had melted in late (B) (6) or early (B) (6) 2009. The hospital reported that there was no patient consequence.

Manufacturer narrative:
(B) (4). Method: fisher & paykel healthcare did not manufacture the breathing circuit. Three (3) attempts to retrieve the complaint device or further details have been made. The complaint device is still in use in the hospital, so it was not available for evaluation. The hospital has remained using the hc500 and has reported no problems with the device since this event. Results: the hc500 respirator humidifier was not returned for evaluation, however, the device is still in use and there have been no reports of malfunction. Conclusion: fisher & paykel healthcare has not received any information that the respiratory humidifier had malfunctioned. As the device is still in use, we could find no fault with the device. Fisher & paykel healthcare did not manufacture the circuit, but we have referred this complaint to the manufacturer for evaluation. The hc500 user instructions recommend that the user "use only fisher & paykel approved chambers, circuits and accessories. Performance and safety cannot be guaranteed if other types of accessories are used." Fisher & paykel healthcare have not approved the third party breathing circuit for use with the hc500. A fisher & paykel representative has been working with this hospital to help them with humidifier set up. It has been recommended that they use fisher & paykel breathing circuits, or at least the inspiratory side, and that the hospital replace the patient breathing circuit every seven (7) days.